Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Reporting for due diligence: the customer is a non-smoker with a remote history of bronchitis and long-standing asthma that her doctors report becomes more noticeable with age. She was hospitalized on (B)(6) 2025 for cough, shortness of breath, and asthma symptoms and was treated for a respiratory infection. About a month ago she researched ozone and believes it may be worsening her asthma; however, she never placed her pap hose inside the soclean 2, only the mask, and she has not used the device for about two weeks. In late (B)(6) 2025 she saw a lung specialist and completed pulmonary function testing. At her follow-up, the md reported her results continue to reflect respiratory infection, bronchitis, and asthma, with improvement noted after albuterol. She was also diagnosed with pleurisy. Given her underlying conditions and the incorrect setup of the soclean device, it is not unreasonable to assume that multiple contributing factors[?]not any single source[?]may have played a role in her symptoms. Her cough is now subsiding, and she is talking and moving more comfortably.

Event description:
Customer reports they experienced cough, shortness of breath, and asthma symptoms beginning in early (B)(6) 2025. Her testing continues to show respiratory infection, bronchitis, asthma, and most recently pleurisy. The customer was hospitalized on (B)(6) 2025 for cough, shortness of breath, and asthma symptoms and was treated for a respiratory infection with IV antibiotics and steroids. In late (B)(6) 2025 she saw a lung specialist, received albuterol, and completed pulmonary function tests. At her follow-up, the doctor reported her results still indicate respiratory infection, bronchitis, and asthma, with improvement noted after albuterol. She was also diagnosed with pleurisy and given a spirometer for daily lung exercises.